Event description:
The iob (insulin on board) data reported on the omnipod 5 app was incorrect and inaccurate. There is clearly a problem with the software/calculation. It reported an incorrect value for my iob which led to diabetic ketoacidosis as I believed I had insulin on board when I did not. For context, my app told me I had 2.75 units of iob when in reality I had not bolused insulin for over 12 hours. I was in manual mode so this is scientifically impossible. My iob setting is for 3 hours. It also changed values arbitrarily within minutes. After observing the iob values reported for some time now, it is evident the number is usually inaccurate and calculated incorrectly.